Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. After positioning the was in the laa of the patient, the physician then inserted the wds. The closure device was deployed and after several full and partial recaptures the physician decided that they wanted a different curved was. Both the was and the wds were removed from the patient and exchanged for new devices. The new was positioned and a 24mm watchman flx laa closure device was inserted. The physician positioned the was too deep into the laa and then deployed the closure device. The closure device was deployed and perforated the laa of the patient. The physician had to partial recapture the closure device before being able to pull the was and wds system back away from the laa. Once the devices were no longer perforating the laa, the physician deployed and successfully implanted the closure device in the patient. The patient was then brought to have open heart surgery. During surgery the closure device was removed and the laa of the patient was ligated. The patient did well, was monitored in the intensive care unit, and is expected to make a full recovery.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. After positioning the was in the laa of the patient, the physician then inserted the wds. The closure device was deployed and after several full and partial recaptures the physician decided that they wanted a different curved was. Both the was and the wds were removed from the patient and exchanged for new devices. The new was was positioned and a 24mm watchman flx laa closure device was inserted. The physician positioned the was too deep into the laa and then deployed the closure device. The closure device was deployed and perforated the laa of the patient. The physician had to partial recapture the closure device before being able to pull the was and wds system back away from the laa. Once the devices were no longer perforating the laa, the physician deployed and successfully implanted the closure device in the patient. The patient was then brought to have open heart surgery. During surgery the closure device was removed and the laa of the patient was ligated. The patient did well, was monitored in the intensive care unit, and is expected to make a full recovery. It was further reported that a cardiac tamponade occurred in addition to the previously reported pericardial effusion on the same day post procedure.

Manufacturer narrative:
B5: describe event or problem - updated to account for cardiac tamponade event. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated. H6: patient codes- added a cardiac tamponade patient code.